Event description:
It was reported that the patient was receiving a replacement device. The replacement was due to neos (near end of service) and the physician disabled the device because the patient was not receiving consistent stimulation due to low battery. No additional information has been received to date. Explanted generator has not been received for analysis to date.